Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an x-ray revealed the presence of a lead fracture in the clavicle area. The lead will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high, undefined impedance on the right atrial (ra) and right ventricular (rv) leads. The rv lead also exhibited non-capture at high outputs. The patient is in chronic atrial fibrillation (af) so no action is planned for the ra lead. A chest x-ray was scheduled, and the leads remain in use. No patient complications have been reported as a result of this event.